Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.50 x 38mm synergy¿ drug-eluting stent was advanced for treatment; however, resistance was felt and the device failed to cross due to calcification. When the device was removed, it was noted that the proximal part of the stent was deformed. As the vessel diameter was large, a rotablator was used but unable to ablate. Dilation was performed and a guidezilla ii guide catheter extension was used and a shorter size stent dividing into 2 for 38mm was used and completed the procedure. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal end and proximal end of the stent. On the distal end stent struts were lifted from their crimped stent positions and on the proximal end, stent struts were pushed distally, stretched and overlapping. The undamaged mid-section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.50 x 38mm synergy drug-eluting stent was advanced for treatment; however, resistance was felt and the device failed to cross due to calcification. When the device was removed, it was noted that the proximal part of the stent was deformed. As the vessel diameter was large, a rotablator was used but unable to ablate. Dilation was performed and a guidezilla ii guide catheter extension was used and a shorter size stent dividing into 2 for 38mm was used and completed the procedure. No patient complications nor injuries were reported.